Event description:
Three instances of out of range shock impedances (>150 ohms) have been measured by home monitoring since (B)(6) 2019. The patient was brought in for postural testing and the out of range measurement was not reproducible. Lead remains actively implanted. No surgical intervention or adverse patient events have been reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.